Manufacturer narrative:
A specific cause for the reported event could not be determined conclusively through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device- 1 year and 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was treated with oral antibiotics for ten (10) days for a possible driveline infection on (B)(6) 2017. Exit site cleared following course of antibiotics. The patient was reportedly asymptomatic. There was no other information provided.